Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred after pump shutdown due to lack of charge. Customer¿s blood glucose level was 140 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.